Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a damaged pogo-pin and a bent pad-pak locator pin. Upon receipt, the device could not be powered on with the returned pad-pak and no flashing status indicator was observed. This was due to a pogo-pin being stuck within its barrel, as it remained fully compressed within its barrel even upon rotation of the device. It should also be noted that this pogo-pin was also bent towards the device casing. This had resulted in the pogo-pin making no connection between it and the pad-pak. A bent locator pin on the returned pad-pak was also observed. This impeded the insertion of the pad-pak within the device. Given the damage observed on the battery sides of both the AED and returned pad-pak, which would suggest that both were damaged during incorrect installation of the returned pad-pak. The device was scrapped by heartsine and the customer was provided with a replacement device.